Event description:
The following additional information was obtained from global pharmacovigilance: on (B)(6) 2010, the patient was diagnosed with peritonitis. A peritoneal dialysis (pd) culture was performed which revealed candida unknown. The patient was treated with antibiotics as previously mentioned by the patient. A second set of cultures were obtained in (B)(6) 2010, which revealed no growth and the event of peritonitis was considered resolved. On an unreported date, the transfer set was changed. The patient was seen in the pd clinic on (B)(6) 2010 and had clear effluent. The patient has continued on pd therapy, dose unchanged. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition to the peritonitis, there was a product problem of inadequate iodine. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Manufacturer narrative:
(B) (4). Evaluation summary: twenty unused companion samples from the same lot number were received for evaluation by the renal division. A visual inspection was performed on each sample with all 20 samples having the iodine in the sponge of the cap. Each of the 20 samples was weighed on the analytical balance. A cap and sponge were also weighed together as one sample on the analytical balance. There were a total of 20 each of the cap/sponges weighed. Based on the measurements obtained, this complaint could not be confirmed. An additional 30 unused companion samples were evaluated by the manufacturing facility. The 30 samples went through visual inspection and a pressure test. A sticky nickel disk was applied to the center of the label copy side of the pouches and a test needle was inserted through the sticky nickel. The pressure gauge was set at 0 pounds per square inch (psi) and the pouch was submerged completely underwater. The pressure was slowly increased to 1 psi and the pouches remained under water for 10 seconds. A continuous stream of bubbles was not observed and therefore showed no leaks. After the pressure test, the pouches were opened and a visual inspection was performed. A tool was used to push down on the foam in the minicaps and this allowed the liquid polyvinyl pyrridone (pvp) to be visible at the bottom of the caps. Based on the analysis in the manufacturing facility, no defects were found on the returned complaint samples and the complaint could not be confirmed. Minicaps are produced on automated assembly and packing equipment in the manufacturing facility. During the production of the minicaps, pvp sensors are in place on the production machine to 200% verify presence of pvp. These pvp sensors are also challenged for functionality at the beginning and the end of each production shift. The following checks were also performed during production of this lot number (gd869123) with no issues detected: unit visual- one (1) time per period (1 hr) a visual inspection of twelve (12) finished units (1 from each cavity) was performed. Pouch leak test - one (1) time per period (1 hr) a pouch leak test of twelve (12) finished units (1 from each cavity) was performed for pouch seal integrity. Betadine weight check - at production start-up or start of shift, a betadine weight check is performed on 24 units (2 per head). Also, each period (lhr), a betadine weight check is performed on 12 units (1 per head). If a weight is below .37g or above .47g, the check is unacceptable. On 3/2/10, a process evaluation was performed on the minicap assembly machine to ensure each individual pvp sensor was functioning properly and no issues of improper operation were observed while performing this test.

Event description:
Baxter's chief executive officer received a letter from a home patient (hp) indicating that over the last several weeks, she has found no flush of iodine in the initial drain and the hp assumed it was not a problem as each mini-cap had the iodine-soaked sponge. The hp indicated in the letter that after a wearying experience of peritonitis, she began to suspect that this may not be the case. The hp provided the lot number and expiration date. The hp also indicated that her peritoneal dialysis (pd) nurse dealt with the problem by suggesting a new box of mini-caps be used. The hp now has the new box of mini-caps; however, indicated that this problem may want to be looked into. The hp was contacted on (B) (6) 2010 and indicated that when she started to use this lot of mini-caps (about a month ago), it looked like the mini-caps had iodine but she could not tell if the iodine was dry or not but she could not see any iodine-tinged effluent in the initial drain as she was used to seeing. The hp indicated that she has never seen any opened or damaged packaging before use. The hp indicated that the product is stored in a room inside her home which is always maintained at a temperature between 68 to 70 degrees fahrenheit. The hp also indicated that on (B) (6) 2010 she experienced chills, fever, abdominal pain, and cloudy effluent during a manual drain. The hp's dialysis clinic instructed her to go to the emergency room department. The hp indicated that she is allergic to penicillin and was administered 2 hours of slow drip vancomycin and gentamycin intravenously and then went home. The symptoms have since resolved. The hp's pd nurse was also contacted on 02/26/2010 and indicated that unused, unopened companion samples are available for evaluation. The pd nurse did indicate that the hp is considered to be recovered from the peritonitis but is still receiving antibiotics.